Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 3 of 4, while the patient was connected. The home patient (hp) had 2 bags connected and the unused line clamps were open. They cycled power and received se 2367 the hp would complete therapy with manual bags. The samples are unavailable. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the dwell stage, where the home patient had 2 bags connected and the unused line clamps were open. This complaint is confirmed because leaving a clamp open on an unused supply line is a use error that may cause a system error 2240 and contamination. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely, instructs the user to close all clamps while preparing to load the disposable set, and warns the user that a system error 2240 can be caused by unclamped, unused supply lines. Should additional relevant information become available, a supplemental report will be submitted.